Event description:
It was reported that an ilet user experienced a connectivity issue where the dexcom g7 sensor was providing readings in the dexcom app but not displaying glucose values on the ilet, and support advised toggling between g6 and g7 settings and reentering the sensor code. Symptoms included no glucose data being displayed on the ilet. Outcomes included temporary loss of cgm-driven ilet functionality without alerts or alarms and without clinical harm. Investigation included remote troubleshooting and user education focused on cgm pairing and configuration. Investigation of this case revealed a pairing or configuration failure between the ilet and the dexcom g7 despite the sensor functioning in the dexcom app, consistent with a device communication issue without evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user configuration or transient cgm communication disruption.